Event description:
This is a spontaneous case report received from a physician in united states on 19-may-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 for permanent sterilization. Physician reported perforating of the tube. Follow up 13-jun-2016: quality-safety evaluation of ptc (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Follow-up information received on 19-jul-2016 - perforation questionnaire provided: the patient's history included gravida 4, para 3 and 1 spontaneous abortion and menorrhagia. Previous gynecological intervention was denied. Essure was inserted on (B)(6) 2016 during follicular phase - patient was taking ocps (oral contraceptive pills). The last delivery was not a c-section and patient was not breastfeeding. Her last menstrual period occurred on (B)(6) 2016. There were no uterine abnormal findings. At insertion procedure, analgesia (paracervical block) was applied, as well as intravenous sedation. The visualization of tubal os was easy and fluid loss was less than 1500cc. However, the insertion was difficult, there was a difficulty in advancing the right coil - doctor was instructed to place hysteroscopic grasper to open tube, and then the coil was inserted without difficulty. The procedure took less than 20 minutes and there were no complaints immediately after insertion. The incorrect essure position was diagnosed on (B)(6) 2016 via x-ray. The complete perforation occurred unilaterally on right side and no organ or intra-abdominal structure was perforated. It presumably occurred after coil deployment. Right essure was located at llq (interpreted as left lower quadrant). Hsg (hysterosalpingogram) was also performed on (B)(6) 2016. The left coil was in correct position, but no tubal occlusion was noted at 3 months. A second confirmation test was not performed. Patient had no symptoms. Essure was removed on (B)(6) 2016. Removal method: laparoscopic. It was medically necessary to remove essure. The 2 coils were retrieved, and pathology showed the fallopian tubes were normal. Intraoperative findings showed right essure embedded in epiploica of descending colon and was removed with difficulty. Bilateral fallopian tubes were also removed. Left essure coil removed as well. The outcome was reported as recovered/resolved. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and had perforation of the tube. An x-ray was performed and the result showed complete perforation occurred unilaterally on right side. An hysterosalpingogram (hsg) was performed about 3 months after insertion and the result showed left coil was in correct position, but no tubal occlusion was noted. Essure devices and bilateral fallopian tubes were removed laparoscopically. Intraoperative findings showed right essure found embedded in epiploica of descending colon. The event fallopian tube perforation is serious due to its medical importance and listed in the reference safety information for essure. In this case, presumably the event occurred after coil deployment and it was located at llq (interpreted as left lower quadrant). Although the exact date and mechanism of this perforation was not described, considering the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical intervention was performed. The product technical analysis concluded that a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.